Event description:
The customer reported leak at the tubing connecting the probe to the sample pump of the coulter act diff 2 analyzer. The customer stated that, while troubleshooting to fix the leak, tubing popped open from the sample pump and sprayed clear fluid in the face of the customer. The sample pump tubing carries blood, diluent or clenz. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection, and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient result or treatment are associated with this event. Although the customer was unable to repair the leak; the customer did not was service to be dispatched. Root cause for the leak is attributed to the tubing between the probe and the sample pump. The tubing at the sample pump popped off and caused the customers' skin to be exposed to the liquid.

Manufacturer narrative:
(B)(4). Service not dispatched per customer.